Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error code 210.5020 was not identified during the customer call. Tech support explained the problematic error fault associated with device. To isolate problematic fault customer to interchange the display board with known good board. Customer informed they need to send the display board to repair/replace. Customer mentioned that the logic board had been replaced on the device. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error message 210.5020. There was no patient involvement.